Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 the patient reported via social media that the day of the event the cgm reading was 128 mg/dl, and the blood glucose reading was 57 mg/dl. The blood glucose reading was told to the patient by an ambulance worker, so it was understood that the ems had been with the patient. It was unknown what symptoms the patient experienced during the event, but the patient stated she suffered ¿broken bones due to trusting the sensor too much¿. No information was reported regarding treatment. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented, and not patient contact details were available in order to perform a follow up. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.